Event description:
The patient was not harmed. He received a new peripherally inserted central catheter (PICC) line. Both lumens were running continuous infusions. The bedside rn noted during a routine check that there was a wet spot on the patient¿s bed and discovered that the red lumen was cracked/leaking.

Manufacturer narrative:
The sample was returned to the manufacturer for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.